Event description:
It was reported that the balloon had a hole. A 15mmx3.50mm wolverine cutting balloon monorail was selected for coronary angioplasty. During the procedure, it was noted that the cutting balloon leaked and had a hole. No complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no kinks or damages with the hypotube shaft. No kinks or damages identified with the polymer shaft. A microscopic examination of the inner/wire lumen noted that the lumen was bunched and stretched 4.9cm from the tip. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified a pinhole in the balloon material. The pinhole was located over the proximal edge of the proximal markerband. No damages were observed in the balloon material which could have contributed to the pinhole leak. A microscopic examination of the proximal and distal markerbands found no damage. A microscopic examination of the tip section found no damage. It was not possible to insert a 0.014-inch size guidewire through the wire lumen, due to the bunching and stretching that was evident at 4.9cm from the tip. The device was attached to a pretested encore inflation unit (encore tested using a druck gauge). During an attempt to inflate the balloon to its rated burst pressure (rbp) of 12 atmospheres, a pinhole leak was identified in the balloon. The pinhole leak was over the proximal edge of the proximal markerband.

Event description:
It was reported that the balloon had a hole. A 15mmx3.50mm wolverine cutting balloon monorail was selected for coronary angioplasty. During the procedure, it was noted that the cutting balloon leaked and had a hole. No complications were reported.